Event description:
The customer stated the blood glucose device gave a result of 1 mg/dl twice. No treatment was given based on result. During troubleshooting the result could not be found in the memory. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.